Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that her son has been experiencing some skin irritation believed to be due to sensor adhesive. Pt saw his physician who advised to use tegaderm. Dexcom technical support has attempted several times to contact pt's mother to collect more info but has been unable to reach her.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.